Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, the reported "error code 45985" problem was confirmed. The defective mp board and latch flex were replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a cadd-solis vip, (B)(4), exhibited error code (B)(4) .

Manufacturer narrative:
Additional information received via email on 25-jan-2022: found during testing ? No patient incident. Event problem and evaluation codes: updated after device evaluation device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, the reported "error code 45985" problem was duplicated. The defective micro processor board and latch flex were replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.